Event description:
Healthcare professional has reported rupture, capsular contracture baker grade IV and seroma. This record relates to the right side. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma and rupture

Event description:
Healthcare professional has reported rupture, capsular contracture baker grade IV and seroma. This record relates to the right side. Device has been explanted and replaced with non-allergan device.